Manufacturer narrative:
The device was not returned for evaluation, however, a picture was provided for inspection. The visual inspection did not observe the reported leak from the screwed connector return. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, an external blood leak was observed from the connection of the filter and return line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.